Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that revision surgery was required due to a loose anchor.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: anchor moved from bone probable root cause: design - insufficient material strength - insufficient design geometry - tether suture too weak for application process - tab not manufactured to specification - tether suture not manufactured to specification application - excessive force the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that revision surgery was required due to a loose anchor.